Manufacturer narrative:
(B)(4). Date sent: 8/21/2020 d4: batch # u5ar0e investigation summary the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified additional information was requested, and the following was obtained: what were the indications for surgery? Lobectomy under video for a cancer what was the exact surgical procedure? Lobectomy under video for a cancer did the patient undergo preoperative radiation or chemotherapy? Unk was the device difficult to close? No were any unusual sounds noticed? No what troubleshooting steps were taken to open device? Same that usual can it be confirmed the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes was this the first firing? No if not, were the other firings successful? Yes if fired previously, please describe cleaning method prior to reloading. Rinsing in a physiological serum cup over the entire length then wiping how was the device eventually opened? Conversion in open was the post-operative care of patient altered due to issues with device? Yes due to the conversion: time in hospital, drainage time, time for the bandage more pain due to thoracotomy, more scar

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the exact surgical procedure? Did the patient undergo preoperative radiation or chemotherapy? Was the device difficult to close? Were any unusual sounds noticed? What troubleshooting steps were taken to open device? Can it be confirmed the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Was this the first firing? If not, were the other firings successful? If fired previously, please describe cleaning method prior to reloading. How was the device eventually opened? Was the post-operative care of patient altered due to issues with device?

Event description:
It was reported that during the use of the clamp ethicon echelon flex 35mm 320mm ref (B)(4), the staple remained partly attached to the pulmonary artery so it was impossible to move the stapler. A thoracotomy was done instead of the thoracoscopy.